Event description:
It was reported that during a device data review, an appropriate shock was delivered that triggered a code 1005, indicating an open circuit condition. The delivered shock impedance measurement was high and out-of-range (>125 ohms). Boston scientific technical services (ts) was contacted and confirmed the delivered shock was saturated, but was able to convert the patient's arrhythmia. Ts recommended system revision, especially the right ventricular (rv) lead to resolve the event. At this time, the system remains implanted and no adverse patient effects were reported.

Event description:
It was reported that during a device data review, an appropriate shock was delivered that triggered a code 1005, indicating an open circuit condition. The delivered shock impedance measurement was high and out-of-range (>125 ohms). Boston scientific technical services (ts) was contacted and confirmed the delivered shock was saturated, but was able to convert the patient's arrhythmia. Ts recommended system revision, especially the right ventricular (rv) lead to resolve the event. However, when the patient was brought in-clinic, the physician reviewed the device data and concluded the system was functioning appropriately. The physician is continuing with normal follow-ups. At this time, the system remains implanted and no adverse patient effects were reported.